Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple stations were showing critical override. The technical support specialist (tss) investigated the reported delay in communication with the system and found high central processing unit (cpu) usage on the customer's structured query language (sql) database servers. The issue identified by the hospital information technology team as sentinel one agent caused a cpu spike. The tss advised the customer to temporarily disable sentinel one and add additional cpu cores to the sql virtual machines (vms) to mitigate the issue. Then, the tss connected to the affected stations. Upon verification, the tss confirmed there was no critical override or interface notice observed on the stations. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple stations were showing critical override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.